Event description:
It was reported that during a gastrectomy procedure, air leaked. Another device was used to complete the case. Ther were no adverse consequences to the patient.

Manufacturer narrative:
The inner seal was returned with the lower ring broken off and separated in multiple pieces. Due to this condition, the 12mm seals were found to be out of position. The posts on the sleeve housing assembly were cracked. No functional test was performed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.